Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The insulin pump was rewinding very slow. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Insulin pump will be returning for analysis.